Event description:
Mother reported son experiencing erratic blood glucose (30-450 mg/dl) from 4/28/06 to next day. Son was at basketball camp experincing unusual physical activities. Mother indicated that as a result of the increased physical activity the parents made multiple basal rate adjustments and programmed various temporary basal rates. That next day, son switched to backup device. No further issues were reported and blood glucose levels returned to normal. Mother did not report any symptoms related to pt's blood glucose levels. Medical assistance was not required. Product was requested to be returned.